Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken less than 5 cm from the proximal end. Two conductors (circuit #1 and #3) are broken 2.8 cm from the proximal end of the extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37086, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported high impedances on contacts 9 and 11. Reprogramming of the device was attempted to avoid the issue, but the patient is not getting the best therapeutic benefit. Exploration in the operating room was also done and it was deemed that the extension was the cause of the issue. The extension and implantable pulse generator (ipg) were replaced and the impedances went back to normal with the issue resolved. The nurse was unsure why the ipg was also changed. Interrogation of the device prior to surgery gave the following results: 0+ 2 =5177, 11 = 14533, 8 + 11 = 19 18131, 9 + 11 = 16093, 10 + 11 = 14876. The patient's indication for implant is unknown.